Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 months post tavr of a 23mm s3 valve in the aortic position, the patient had an echo which showed some slight leaflet thickening but otherwise was normal. Last week, the patient presented with symptoms and a new echo revealed significantly thickened leaflets and two of the three leaflets were frozen. Renal disease, thrombus, radiation/chemo were ruled out as possible causes. A viv tavr was performed with the placement of a 23 s3 with successful outcome (gradient 3).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   The device was not returned for evaluation as it remains implanted in the patient.  In this case, based on the limited information provided, the root cause for the reported leaflet thickening with restricted mobility 3 years and 5 months post valve implant cannot be determined, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, approximately 3 years and 5 months post tavr of a 23mm sapien xt valve in the aortic position, a valve in valve procedure was performed. Previous echo performed 6 months prior, showed some slight leaflet thickening but otherwise it was normal. The patient now presented with symptoms and new echo revealed significantly thickened leaflets and two of the three leaflets were ¿frozen¿. Renal disease, thrombus, radiation/chemo were ruled out as possible causes. A viv tavr was performed with the placement of a 23mm sapien 3 with successful outcome (gradient 3 mmhg).